Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k073231.

Event description:
On (B)(6) the lay user/ patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was displaying an "er5" message. Per the onetouch ultralink owner's booklet, an error 5 message can be due to "insufficient sample applied or meter/strip issue." The complaint was classified based on the medical surveillance specialist (mss) follow up call on (B)(4) 2012. The mss was advised by the patient that the alleged issue began on (B)(6) 2012 at 8:30am. The patient stated that she manages her diabetes with the insulin pump and that she took her usual, daily dosage of medication (unknown type and dosage) in response to the reported issue. An hour after the alleged issue occurred, the patient claimed to have developed symptoms of "blurry vision," which the patient associates with low blood sugar, and immediately after, self treated with "cookies and juice" and "felt better afterwards." During troubleshooting, the cca walked the patient through the proper testing procedures as recommended per the owner's booklet but the reported issue remains unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient claimed to have developed symptoms of severe hypoglycemia and received treatment for an acute complication of diabetes after the alleged issue occurred.